Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00, +23.0 diopter) was implanted, removed and replaced in same procedure as surgeon had to perform vitrectomy due to capsular tear. Reportedly incision had to be enlarged and sutures were used. The replacement lens from a different manufacturer was used as the replacement lens for the patient. Patient was reported to be doing well. No further information provided.

Manufacturer narrative:
Device evaluation: only packaging box with lens case insert was returned. The product testing could not be performed as the lens was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.